Event description:
Plantiff alleges sensitization to latex and suffers from interalia, hand sores, wheezing, hand dermatitis, hives, runny eyes, runny nose, and shortness of breath, chest pressure, chest pain, upper airway obstruction, laryngeal swelling and hoarseness. Plantiff further alleges that as a result of this sensitization there is a loss and depreciation of earnings and earning capacity.